Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 7 months, and 12 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient presented to the hospital with complaints of dyspnea on exertion. The patient was treated 4 days prior with complex percutaneous coronary intervention of in-stent restenosis of the ostial/proximal right coronary artery. A tee was performed and noted that the peak/mean gradient was 35/19mmhg, respectively and had a valve area of 1.1cm2. The 23 mm sapien 3 ultra valve was noted to have improper leaflet coaptation with the noncoronary and right coronary cusps, resulting in severe central regurgitation. A successful valve in valve procedure using a 23mm sapien 3 ultra resilia valve was performed and the patient was stable post procedure and sent to recovery.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, b5, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided by the complaint site and reviewed by ew proctor/imagery. The following observations were made: it shows severe central aortic regurgitation. There is mal-coaptation of the lcc with the rcc and ncc. The leaflets are thickened. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander with s3/s3u thv was reviewed. Potential adverse events include, 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), device degeneration, paravalvular or transvalvular leak, and valve regurgitation'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for central regurgitation, improper leaflet coaptation and leaflet thickened/halt were confirmed based on medical record and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient had vast comorbidities (e.g. Htn, hld, dm2, hypothyroid, etc.), which were known factors that may increase the risk of valve degeneration/thickened leaflets, leading to improper leaflet coaptation with central regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 7 months, and 12 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient presented to the hospital with complaints of dyspnea on exertion. The patient was treated 4 days prior with complex percutaneous coronary intervention of in-stent restenosis of the ostial/proximal right coronary artery. A tee was performed and noted that the peak/mean gradient was 35/19mmhg, respectively and had a valve area of 1.1cm2. The 23 mm sapien 3 ultra valve was noted to have improper leaflet coaptation with the noncoronary and right coronary cusps, resulting in severe central regurgitation. A successful valve in valve procedure using a 23mm sapien 3 ultra resilia valve was performed and the patient was stable post procedure and sent to recovery. Imagery provided by the customer was sent for proctor review and noted that there was severe central aortic regurgitation mal-coaptation of the left coronary cusp with the right coronary cusp and non-coronary cusp. The leaflets were also noted to be thickened.